Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedances and high pacing thresholds. The impedances were greater than 2500 ohms. At this time, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.